Event description:
It was reported that the 9900 sys had an artifact in image path. No pt injury was reported.

Manufacturer narrative:
The svc rep replaced the ii and performed alignments in accordance with the svc manual. The sys operates as intended.